Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der state that patient reports that her left hip has dislocated approximately 6 times. Leg lengths are close and cup position is good. It was interesting that she was very difficult to dislocate interop, but the head did exhibit evidence of the dislocations. Patient also reported being able to perform yoga without issue. Her hip would only dislocate when seated and rotating her upper body. The decision was made to place a constrained liner into the existing 52mm cup. (B)(6) 2013; (B)(6) 2012; left hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.